Manufacturer narrative:
Should additional information become available, a supplemental report will be submitted. The device was not returned.

Event description:
Dr. (B)(6) at (B)(6) hospital revised a mako mck lateral uni originally done on (B)(6) 2013 to a primary zimmer persona total knee due to disease progression.

Manufacturer narrative:
An event regarding revision due to patient factors (disease progression) involving a mako femoral component was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: no medical records or x-rays were made available for evaluation. -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies -complaint history review: there has been no other event for the lot referenced. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient information was provided. No further investigation for this event is possible at this time. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Dr. (B)(6) at (B)(6) revised a mako mck lateral uni originally done on (B)(6) 2013 to a primary zimmer persona total knee due to disease progression.